Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2009 by the journal of surgical oncology titled ¿treatment of syndesmoses disruptions: a prospective, randomized study comparing conventional screw fixation vs tightrope® fiber wire fixation ¿ medium term results¿. The study reviewed twelve (12) patients who underwent syndesmosis disruptions using arthrex fiberwire to address soft tissue approximation and/or ligation. During the two (2) year follow-up period, one (1) patient had wire removed due to irritation and superficial infection. Ref: coetzee j c. Treatment of syndesmoses disruptions: a prospective, randomized study comparing conventional screw fixation vs tightrope® fiber wire fixation ¿ medium term results. Sa orthop. J. Vol.8 n.1 centurion jan. 2009.